Manufacturer narrative:
The investigation could not confirm the reported condition as the complaint device was not returned for evaluation and no additional information was provided. The post-op breakage and the abrasion found on the caudal attributes the most likely probable cause to post-op patient trauma.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was necessary due to an aseptic loosening of the base plate. It was further reported that a screw broke caudal and inlay showed abrasion. The glenoid component was removed an a cerement filling was done. No further information received. 17-apr-2023 update dw: further information were provided that an ar-9145-30 was the broken screw.